Event description:
It was reported the right ventricular (rv) high voltage and rv pace/sense leads both had an apparent fracture. The rv leads were explanted and a new rv high voltage lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil and on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. (B)(4) - the full lead was returned in segments, analyzed and the outer insulation was breached due to clavicle-rib crush. It was noted that the distal conductor and proximal conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was blood in/on the helixmechanism. Also the outer insulation was melted, breached cut and had a cosmetic depression.